Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The following sections were updated: date of this report, add expiration date, date received by manufacturer, follow-up number, add expiration date, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, added device manufacture date, add evaluation codes.

Manufacturer narrative:
Age and date of birth not provided. Weight not provided. (B)(4). Catalog #: iunihg. Last name not provided. Fax number not provided.

Event description:
The patient presented with a loosened restoration. The crown and abutment were removed and it was determined to be a loose screw (iunihg). Tooth location #19.